Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without return of the device, we can not confirm the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received the severe stenosis was likely secondary to the moderate to severe regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary.

Event description:
Edwards received information from its implant patient registry that due to moderate stenosis and moderate to severe regurgitation a second 29mm pericardial valve was implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately six (6) years and nine (9) months. Both devices remain implanted. Operative note indicated there was no significant mitral regurgitation or perivalvular leak following the procedure.